Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump.